Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: on (B)(6) 2026, the patient underwent uterine fibroid embolization. Access was gained via ultrasound guidance. There were no complications during the procedure. After the embolization was completed, an angiogram was performed to verify there was proper common femoral artery sheath placement. The angio-seal device was delivered without complication, and the patient went home the same day. The patient called the department on (B)(6) 2026 with right groin pain. Upon arriving at the department on (B)(6) 2026, the patient had a large bruise on the inside of her right thigh and an ultrasound was performed. The patient was diagnosed with a pseudo aneurysm over the right arteriotomy site. A needle was placed into the aneurysm, thrombin was injected, and the bleeding subsided. The patient was discharged and was in stable condition. The blood loss was less than 250cc.

Manufacturer narrative:
The angio-seal device was not returned for evaluation; therefore, a definitive root cause could not be determined. The device appears to have been fully deployed during initial use; however, a pseudoaneurysm formed several days later. Sufficient details regarding the harm and the adverse event were not provided, and a cause for the event was unable to be identified based on the available information. As a result, the complaint was confirmed. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).